Event description:
It was reported that while using the surgical fiber during a prostate procedure, the system continuously dropped to standby mode and had to be switched back to ready. A "fiber expired" message was received and the case was completed using an alternate procedure (turp). Gland volume: 70 ml. Time expended: 11:33 minutes. Joules used: 111,546. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the fiber was tested with hene laser fixture, the aim beam is visible at the output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.